Event description:
Device broke when being used to insert a spinal implant. It was determined that it was in the patient's best interest to leave the retained fragment in place. This device is used to place fixation hardware in the spine.